Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's history screen showed messages over the course of 2 minutes of "pump off, driveline disconnected, no external power, low flow, low voltage, power cable disconnected, pi event" without any audio alarms. No action was taken at the time. The pt was switched back over to primary system controller. The system controller was returned to the MFR for investigation.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.